Manufacturer narrative:
Evaluation summary: the system history shows that the laser was verified successfully prior and after the date range of treatment ((B)(6) 2015). There is no indication a malfunction or improper use of the laser system that might have caused or contributed to the reported event of diffused lamellar keratitis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A paralegal reported that following lasik surgery, the patient presented with diffused lamellar keratitis in both eyes. Additional information was requested regarding the resolution of the event. There are two medical device reports associated with this event. This report is for the left eye.